Event description:
It was reported that an olympus single-use 3-lumen sphincterotome v broke during an endoscopic retrograde cholangiopancreatography procedure. According to the initial reporter, the procedure was completed using another device without any patient harm. During the device evaluation, it was discovered that the cutting wire had fused at the junction between the insulating coating part and the effective cutting part. This report is being submitted to capture the unintended material fusion discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the cutting wire was fused at the junction between the insulating coating part and the effective cutting part. Evaluators believe that the cutting wire may have come into touch with the metal of the knife while passing through the elevator portion and stimulated it, resulting in the fused material. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon could not be determined. There are multiple factors that can lead to the knife wire sparking such as: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are too close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor the field performance of this device.